Event description:
It was reported that ha/plla interference screw broke during screwing in. The doctor informed that there was no adverse consequences to the patient.

Manufacturer narrative:
Additional information will be provided once investigation is completed.